Event description:
Complainant alleged that during a routine shift check by a clinician, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The customer's report was observed during review of the device logs. However, the device was put through extensive testing including bench handling and power cycling using known good test accessories without duplicating the report. An internal inspection resulted in no findings. The monitor board and dock connector board were replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
The device was returned to zoll business partner for evaluation. The customer's report was observed during initial testing. The device was put through extensive testing without duplicating the report. A replacement device was sent to the customer. No trend is associated with reports of this type.